Event description:
The following info was provided by the cook area representative based on comments made by the user. During clipping of a gastric bleed, a cook disposable hemostasis clip was closed onto the bleeding site. The closed clip would not release from the handle (i.e. Handle of clip deployment device). When the physician attempted to pull off the clip, tissue was pulled off at the location of the bleeding vessel. What was described as "very serious bleeding" occurred due to this observation. The pt was sent to special procedure for embolization to stop the bleeding. A section of the device did not remain inside the pt's body. The pt did well after the special procedure for embolization.

Manufacturer narrative:
Investigation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflex position, clip deployment difficulties can occur. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to visual and functional inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.